Event description:
It was reported the patient experienced their implant becoming ¿hot¿ while recharging. No further information was available at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).